Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in zuerich, switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system have an error code associated to a discrepancy between the actual and set gas flow values during maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the involved gas blender was manufactured in 2008 and according to the analysis of the complaints database no further events related to this unit have been reported in the past. Thus, an user error could be excluded. No technical activity by livanova has been scheduled, as the customer decided to not repair the device. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). Based on manufacturing date of device, a contribution of the wearing of electro-mechanical components that can be originated by the specific use condition at customer site cannot be excluded.